Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. The inspection records show that all tested units from the associated catheter assembly lots surpassed the minimum hub to tubing pull test performed. The supplier certificate of compliance for the associated needle lot states that this lot of needles conformed to the required pull test. The product was not returned for evaluation. As the product was not returned for evaluation and there were no concerns noted in the manufacturing documentation, a definitive root cause cannot be established for this complaint. No similar complaints were found related to this part number. The assembly production supervisor was notified of this complaint.

Event description:
This is a veterinary patient. The catheter was not working. The needle cannula and catheter tubing were broken off from the rest of the needle and catheter. The patient was a cat. The catheter was removed and a piv was placed. There was no harm to the patient.